Event description:
Customer's mother reported via phone call that customer had high blood glucose of 411 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Caller reported that high blood glucose may have been due to air bubbles in infusion tube. Caller stopped further troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.